Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.

Manufacturer narrative:
Based upon the inquiry info recieved, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to 2 twisted staples in the cartridge nose which caused the instrument to jam. The instrument was received with 2 twisted staples protruding from the cartridge nose, which were removed, and the instrument was cycled, fired, and properly formed the remaining 13 staples without incident. Cartridge weld flash was observed in the cartridge nose as well as anvil damage, which may have caused the staples to twist and jam the instrument. It was concluded that the excessive cartridge weld flash was due to an assembly error and the damaged anvil was due to a vendor error. The appropriate mfg and engineering personnel have been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.